Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sleeve gastrectomy. According to the reporter: when the scrub tech attached the reload, they pressed the blue button to cycle the instrument, and the shaft was kept on rotating. There was no tissue loss. There was no tissue damage. There was no extension of incision. There was no blood loss the procedure was extended by 5 minutes. The case with a manual handle. The patient is in stable condition.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of two videos received from the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the videos. The reported condition for this incident was that during a sleeve gastrectomy procedure the adapter uncontrollably articulated, the instrument made a strange noise, and a light sequence to replace the reload was received. Video one shows a reload being attached to a handle and adapter. The blue button on the handle is depressed three times and each time the adapter is rotated approximately 180 degrees. The adapter is replaced and again the blue button on the handle is depressed three times and each time the adapter is rotated approximately 180 degrees video two shows a battery being inserted into the handle and blue lights were received. Functional evaluation could not be performed as only videos were returned. A review of the device history records indicates the idrive ultra handle and adapter lot numbers were released meeting all covidien quality release specifications at the time of manufacture. A review of the reload device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.